Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered a cardiac tamponade, which required pericardiocentesis. Upon receipt the catheter looks in normal condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: stockert 70 system (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered a cardiac tamponade, which required pericardiocentesis. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 300cc of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported. No transseptal puncture was performed. The event occurred when the physician had gone epicardial access. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/18/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)